Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered there was a gap at the adhesive part, a e315(scope communication error) occurred due to corrosion of the plug-unit, the bending section cover glue was chipped, the orbeye lens was cracked, the light guide lens was cracked, the connecting tube was wrinkled and there was water inside the connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during at receipt inspection, a e315(scope communication error) occurred on the evis lucera elite colonovideoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: ·water invaded the scope connector, the electrical components were broken, and error message was displayed. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor the field performance of this device.